Event description:
A medtronic sales representative reported that the needle tip broke off while inside the nasal fauces, and had to be removed from the patient. No patient impact was reported.

Manufacturer narrative:
No less than three attempts were made to obtain further information and to secure return of the instrument. A supplement to this MDR will be filed when more information becomes available. It is the first complaint of this type on this instrument in more than seven years. This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or that any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact, occurred.